Event description:
Nurse reported the frequency down occlusion alarms even though IV flushes easily. Pressure on the pump runs high. No further information, unknown if md aware. Serial number - (B)(6). Did the reported product fault occur while in use with the patient? Unknown; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes, upon return, did we replace device? Yes, did the patient have a backup device they were able to switch to? Yes. Diagnosis for use: common variable immunodeficiency, unspec.